Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation and their scs ipg has been unable to communicate with the charger for several weeks. Reportedly, the ipg became inoperable. Surgical intervention is pending to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2018 where the lumbar ipg was replaced with a new model. Therapy was effective postoperatively. The issue is resolved.